Event description:
Sales rep was informed of a failure of a monarch bolt at s1 on (B) (6). The construct extended from s1 to l4, skipping l5. One 5.5x40mm bolt broke just beneath the connector. All three of the other bolts were loose and taken out easily, in some cases without even using a driver. Surgeon will bring the patient back at a later date to reinstrument. The event was reported to depuy spine on (B) (6). Rep was informed of the need to report these events in a timely manner. As surgical intervention occurred an MDR is filed to document this event.

Manufacturer narrative:
Patient was implanted with hardware in (B) (6) 2003. It was loose upon removal and one screw broken. Nothing was returned for evaluation. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage or loosening can occur due to delayed union or non-union, as well as cyclical loading of the device over time. These precautions are stated in the instructions-for-use (IFU) supplied with the device.